Event description:
Patient was previously admitted with hemolytic anemia thought to be related to lvad thrombus. The patient was offered lvad exchange, but refused. Admitted at (B)(6), found to have functional inflow obstruction and biv fail, placed on bivad>ECMO>death